Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: a supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaints were unable to be confirmed due to unavailability of device or imagery. Review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation during manufacturing delivery system are 100% visually inspected at several different steps and devices are 100% leak tested. Therefore, it is unlikely that the delivery system left the manufacturing site with balloon damage. Additionally, there was no note of abnormalities or leakage on the delivery system during device preparation and de-airing and flushing, suggesting that there was no issue with the device when removed from packaging. As reported, it was a case of an implant of a 26 sapien 3 valve inside of an unknown surgical valve, in mitral position by trans septal approach. During procedure, it was noted that the balloon of the commander delivery system was perforated at the time of valve deployment and the valve could not be expanded. The system was removed with resistance and force but as a single unit. After withdrawal, valve damage to the skirt and frame deformation were observed. A new system was prepared and the second valve was successfully implanted without complications. The patient was hemodynamically stable. As per medical opinion, the perceived root cause of balloon leak was complex anatomy, with a difficult trans septal puncture and the perceived root cause of valve damage was the crossing of the interatrial septum with several minutes of manipulation may have forced the balloon and this could have led to the perforation. Anatomical complexities such as thickened septum, prominent limbus, atrial septal anomalies, dilated left ventricle, and scar tissue from previous intervention can make crossing the septum challenging, resulting in the reported crossing difficulty by physically restricting the system from being able to cross the interatrial septum. Resistance was reported when crossing the septal wall. To overcome the reported difficulty, excessive manipulation (e.g., torquing, pulling, pushing, rotating) was likely required during attempts to cross the septal wall. It is possible that this manipulation caused the balloon to become damaged, resulting in the reported balloon leak. Withdrawal of a crimped thv that has had its profile altered due manipulation while crossing the septum and/or partial inflation, can cause resistance during withdrawal, as the larger profile may interact with vasculature or the sheath. As such, available information suggests that patient factors (patient anatomy), procedural factors (device manipulation and withdrawal of crimped valve) may have contributed to the reported event. However, without the device or imagery, a definitive root cause could not be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
Reference number: (B)(4). The investigation is ongoing.

Event description:
As reported, it was a case of an implant of a 26 sapien 3 valve inside of an unknown surgical valve, in mitral position by trans septal approach. During procedure, it was noted that the balloon of the commander delivery system was perforated at the time of valve deployment and the valve could not be expanded. The system was removed with resistance and force but as a single unit. After withdrawal, valve damage to the skirt and frame deformation were observed. A new system was prepared and the second valve was successfully implanted without complications. The patient was hemodynamically stable.